Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eighteen applications were performed with reported balloon catheter 2af284 lot number 85335 without any issues on the date of the event. Additionally, the data files confirmed multiple system notices # (B)(4) (the safety system has detected fluid in the catheter and stopped the injection) on the date of the event. In conclusion, the reported system notice # (B)(4) was confirmed through data analysis. Pending return of the reported product for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the final lesion, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Visible blood was noted in the coaxial cable. The cable was disconnected to prevent blood ingress to console. The balloon catheter was removed from the sheath, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af284 lot number 85335 showed the coaxial connector was detached. Additionally, traces of blood were visible inside the balloon. Functional testing was unable to be performed due to the coaxial connector being detached from handle. Dissection and pressure tests revealed a guide wire lumen kink and breach at 1.43 inches from the tip inside the balloon. In conclusion, the reported system notice #50005 and visible blood were confirmed through product analysis. The reported balloon catheter failed the returned product inspection due to the guide wire lumen breach and kink. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.